Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the right atrial lead exhibited noise. The patient was asymptomatic. No intervention was performed; the patient would be monitored remotely.

Event description:
New information noted the lead was capped and replaced on (B)(6) 2016. The patient suffered no complications prior, during or post procedure.